Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product was not returned.

Event description:
It was reported that the patient was admitted into the hospital with ketoacidosis while using the infusion device. The patient did not save the programmed basal rate and the infusion device delivered only the meal boluses he entered manually resulting in elevated blood glucose levels. The patient considered this his own fault. The blood glucose results at the hospital were not provided. The patient was treated with insulin via pen. The patient was in the hospital for 7 days.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.